Event description:
Information was received from a patient with an implantable neurostimulator (ins) indicated for spinal pain. It was reported that th e patient experienced a loss of stimulation, a loss of therapy, and a return of symptoms. The ins was implanted for left side sciatic and lumbar pain. The ins has helped the sciatic pain, but the patient lost stimulation sensation that controlled the lumbar pain. The patient wanted to change stimulation to feel it like they used to. The patient connected with the ins with the programmer, but was very unfamiliar with the controls and kept pressing the ins on button. The patient increased amplitude from 4.30 to 5.50, but the patient still couldn¿t feel stimulation. The patient increased the rate setting as well. No falls or trauma were reported. The issue started about 6 months ago. The patient was getting another ins and lead implanted at the end of (B)(6) that would give them ¿hd.¿ the existing system would remain in because it takes care of the sciatic pain. Additional information was received from the patient. It was reported that the patient¿s stimulator wasn¿t working anymore and she couldn¿t feel stimulation even when she turned the impulse up to 750 and the firing up to 200. The ins battery indicator wasn¿t going down and the ins was on. The patient¿s pain had returned and the device usually worked excellently. The patient stated that all the issues started occurring right after she got a CT scan and she had forgotten to turn her ins off prior to the CT scan. The patient checked the ins with the patient programmer and it showed that stimulation was on. The patient was to follow-up with a healthcare professional (hcp) and wanted to get in touch with a manufacturer representative (rep). The patient wanted a rep to recharge the ins, but when asked about this the patient confirmed that there was nothing wrong with the charging of the ins and she could charge; the patient just wanted a rep. It was noted that this was a sudden change in therapy/symptoms. The issue began in 2017, about two to three weeks, approximately three weeks prior to (B)(6) 2017. The timeline provided by the patient conflicted with what the patient had previously reported. The patient¿s ins did not have high density (hd) programming and the trial for a second ins that did have hd programming was set to start on (B)(6) 2017, but the patient wanted to address these issues first. It was noted that the patient¿s hcp was going to put in a nerve block around the same time. Additional information received from a hcp reported that the patient was going to go to their facility for an appointment in the couple of weeks following (B)(6) 2017 and would like to see a rep. Additional information was received form the patient. It was reported that the current low density application was ineffective and the device was not working to relive her pain. The patient¿s husband purchased a transcutaneous electrical nerve stimulator for the patient. Additional information was received from a rep. It was noted that the patient had been lost to follow-up with one physician after the first year because the patient was in jail. Additional information received from a hcp requested a rep call the patient. Additional information was received from the patient. The patient was to get the hd stimulator on (B)(6) 2017, and the patient wanted a rep at her (B)(6) 2017 appointment to see if they could program her old device. Additional information received from a rep reported that the patient¿s appointment was on their schedule.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.